Manufacturer narrative:
Clinical conclusion: there is temporal relationship between pd treatment with the liberty select cycler and the patient¿s death. At this time, it cannot be determined what exactly caused the patient¿s death. The patient¿s esrd death notification form is not available and patient comorbid conditions are unknown. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a peritoneal dialysis nurse that this patient on automated peritoneal dialysis (pd) using the liberty select cycler expired on the morning of (B)(6) 2018. Details surrounding the patient¿s pd treatment as well as cause of death are unknown. Additional information was solicited.